Event description:
The surgeon performed a laparoscopic distal pancreatectomy straight across two firings, pt appeared to be hemostatic, did not visually see staples, however, based on hemostasis, closed the pt. Pt became tachycardic post-operatively. By evening, pt brought back to or for re-operation. Multiple transfusions were given at that time. Doctor did experience difficulty loading the instrument, however claimed it was easy to fire. Account contacted several times for follow-up. No add'l info available.